Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was selected for use. However, upon advancing through the guidewire, the balloon delivery shaft fractured inside the guide catheter. The device was withdrawn and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was selected for use. However, upon advancing through the guidewire, the balloon delivery shaft fractured inside the guide catheter. The device was withdrawn and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 56.9cm from the hub. Microscopic examination revealed damage to the tip. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.